Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00500 on 2021-12-08. Additional information, 2022-02-01: siemens has concluded the investigation. A customer from outside the united sates observed an elevated atellica im 1600 total hcg (thcg) result for one patient, which was discordant relative to repeat-test results. Siemens' review of the customer's result database showed that several patient samples were repeated on the same day with good agreement. Siemens requested instrument log files for this event but they were not received. Quality control (qc) results were within range, and no issues were noted with other patient samples, indicating that the instrument and reagents were performing acceptably. Repeat of the same sample yielded expected results. Siemens cannot definitively determine the cause of this discrepant result. Contributing factors such as sample integrity cannot be ruled out. A potential product issue has not been identified. The customer is operational; no further investigation is required. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated on the basis of the investigation results.

Event description:
The customer reports observation of a discordant, elevated atellica im 1600 total hcg (thcg) result for a (B)(6) female patient under treatment with roaccutane. The initial, elevated result was reported to the physician. Repeat testing of the same sample using the same method on another instrument produced lower results, which were accepted as correct. There was no report of patient treatment being prescribed or altered, or adverse health consequences due to the discordant, falsely elevated atellica im thcg result.

Manufacturer narrative:
A customer from outside of the u.s. Reported a discordant, falsely elevated atellica im total hcg (thcg) result for one patient. Repeat testing produced lower results, which were accepted as correct. The instructions for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Manufacturer narrative:
A customer from outside of the u.s. Reported a discordant, falsely elevated atellica im total hcg (thcg) result for one patient. Repeat testing produced lower results, which were accepted as correct. The instructions for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
The customer reports observation of a discordant, elevated atellica im 1600 total hcg (thcg) result for a (B)(6) female patient under treatment with roaccutane. The initial, elevated result was reported to the physician. Repeat testing of the same sample using the same method on another instrument produced lower results, which were accepted as correct. There was no report of patient treatment being prescribed or altered, or adverse health consequences due to the discordant, falsely elevated atellica im thcg result.